Event description:
Complainant alleged that during biomed testing, the device would not discharge. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to an open ground shield wire within the multi-function cable.